Manufacturer narrative:
No sample information was provided. Calibration and qc reports faxed by customer appeared to be within specifications. Customer reported no suppressed results or errors for tbil. A bci field service engineer (fse) and performed: completed tg/glu carryover test prior to completing any repairs. Replaced cc sample probe and mixer. Alignments to wash station and cuvettes. Verified alignments to wash station and cuvettes. Repeated carryover test. System passed test without errors. Routine repairs have resolved the issue. Customer will repeat any tg above normal range to verify repair. Will monitor by phone with customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous high triglyceride (tg) results for generated by synchron cx5 delta clinical system. The results were reported out of the laboratory. The samples were repeated and lower results were obtained. Patient sample are provided. Patient treatment was not impacted.